Event description:
Balloon dilation device was used during ercp procedure. The balloon would leak while inflating the balloon and would never stay inflated. We did not use another balloon. We just took the existing balloon out and continued with the procedure. FDA safety report ID # (B)(4).